Event description:
The customer reported that the system did not initialize. There was an ipc failure. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep reloaded the software. He tried multiples attempts to get the system to work but the ipc remains blocked at initialization.